Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: left abdominal') and thyroid mass ('thyroid mass / thyroid issues') in a (B)(6) year old female patient who had essure (batch no. 825643-not valid, 625899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" in (B)(6) 2007. The patient's medical history included nickel sensitivity. Concurrent conditions included thyroidectomy and thyroid disorder. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2007 to (B)(6) 2008 for birth control. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced urticaria ("rashes or skin conditions type:hives on my right side"). In (B)(6) 2010, the patient experienced thyroid mass (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced fatigue ("fatigue"), 3 years 4 months after insertion of essure. In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced feeling abnormal ("neurological conditions or problems type:brain fog") and alopecia ("hair loss"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and depression ("depression."). The patient was treated with hydroxyzine and surgery (essure removal and partial thyroidectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, thyroid mass, urticaria, tooth disorder, feeling abnormal, allergy to metals, dyspareunia, fatigue, alopecia, dysmenorrhoea and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, thyroid mass, tooth disorder and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received:case became incident. Removal details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: left abdominal') and thyroid mass ('thyroid mass / thyroid issues') in a 28-year-old female patient who had essure (batch no. 825643-not valid, 625899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" in (B)(6) 2007. The patient's medical history included nickel sensitivity. Concurrent conditions included thyroidectomy and thyroid disorder. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2007 to (B)(6) 2008 for birth control. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced urticaria ("hives on my right side"). In (B)(6) 2010, the patient experienced thyroid mass (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced fatigue ("fatigue"), 3 years 4 months after insertion of essure. In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced feeling abnormal ("brain fog") and alopecia ("hair loss"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and depression ("depression."). The patient was treated with hydroxyzine and surgery (essure removal and partial thyroidectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, allergy to metals, urticaria, dysmenorrhoea, dyspareunia, thyroid mass, tooth disorder, fatigue, feeling abnormal, depression and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, thyroid mass, tooth disorder and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.